Event description:
While at the customer's site to troubleshoot an issue with the probe of the coulter lh 780 hematology analyzer being stuck inside the probe wipe, the beckman coulter field service engineer (fse) noted that the instrument was also generating "rf (radiofrequency) voltage low" errors. The customer then reported to the fse that the instrument was intermittently generating retic voteouts (non-numeric results). No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the rf (radiofrequency) preamplifier to resolve the "rf voltage low" errors. The fse also replaced pinch valve vl76 and solenoid sl76 to resolve the retic voteouts issue. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).